Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air was noticed in the patient line of a homechoice cassette without an alarm during peritoneal dialysis therapy. This event occurred during use with patient involvement. The renal therapy service agent assisted the patient with ending therapy and advised them to start over with new supplies. The patient stated they had re-primed the line three (3) times prior to connecting for therapy. There was nothing found during trouble shooting that could have caused or contributed to the reported event. There was no patient injury or medical intervention associated with this event. No additional information is available.